Event description:
It was reported that during surgery, the 'biorci' screw broke during its insertion into the tibia. The procedure was completed with a s+n backup device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4). (B)(6).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 and b7.

Event description:
It was reported that, during an acl reconstruction procedure, the 'biorci' screw broke during its insertion into the tibia. All pieces were removed with tweezers. The procedure was completed with a s+n backup device into the same bone hole. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image found a fractured screw. There is debris on the device. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the resin found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis is required. Based on the information provided, all pieces were removed from inside of the patient with tweezers. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this case would be re-assessed please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.